Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (85% stenosis); deformation problem. Conclusion: known inherent risk of a procedure (stent deformation); device failure related to patient condition (85% stenosis). (B)(4).

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the lad. The lesion exhibited 85% stenosis in the proximal of lad. The endeavor resolute was inspected prior to use with no issues noted. During the surgery, the lesion was pre-dilated, but the device could not pass the lesion. The physician changed to a new device of same model to complete the surgery. No patient complications reported. When the device was returned to the manufacturing facility and through analysis, the stent of the device was noted to be damaged. Evaluation summary the hypotube was undamaged. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 12th and 13th proximal segments were misaligned with raised struts, the 1st distal segment was deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).